Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds due to dislodgement. The lead was explanted and replaced during routine device change out on (B)(6) 2014. The patient did not experience any complications during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.